Manufacturer narrative:
This is a follow-up submission due to new information being received. This is one of two submissions from the same event, the other was 1220246-2016-00177f1 (B)(4). No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remained in the patient, therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was originally reported that the patient had a post-operative reaction following an open shoulder left rotator cuff repair. The speedbridge implant system with bio-composite swivelock was implanted on (B)(6) 2016. The patient had a superficial surgical site reaction that turned into an organ space surgical site reaction. The patient was admitted back to the hospital on (B)(6) 2016 where a culture was taken and a peripherally inserted central catheter was placed for intravenous antibiotics. The patient was taken back to the o.r. And the speedbridge implant system with biocomposite swivelock was removed. The devices were not replaced in the patients joint. Follow-up investigation: culture results have been received: patient infection due to a positive culture for coagulase-negative staphylococci (cons). Scant growth on the culture.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is one of two submissions from the same event, the other was 1220246-2016-00177 line (B)(4). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is a reaction of the patient to the material(s) implanted. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that the patient had a post-operative reaction following an open shoulder left rotator cuff repair. The speedbridge implant system with bio-composite swivelock was implanted on (B)(6) 2016. The patient had a superficial surgical site reaction that turned into an organ space surgical site reaction. The patient was admitted back to the hospital on (B)(6) 2016 where a culture was taken and a peripherally inserted central catheter was placed for intravenous antibiotics. The patient was taken back to the or and the speedbridge implant system with biocomposite swivelock was removed. The devices were not replaced in the patients joint.